Event description:
It was reported that 6 days after implantation of a 2.75x20mm taxus express2 drug eluting stent, an in-stent restenosis occurred. It is noted that clinical evidence demonstrates the short duration between implantation and event is more consistent with in-stent thrombosis.during the initial procedure, the target lesion was located in the proximal ramus intermedius (im) artery. A pre-intervention percent stenosis was not reported. The vessel was reported to be neither calcified nor tortuos. A 2.75x20mm taxus stent was deployed in the lesion. A post-intervention stenosis was not reported. The patient received aspirin, altace, and lopid prior to the procedure. No information was reported concerning patient complications.the patient presented 6 days later with a non-st elevated mi and 100% in-stent restenosis in the ostial ramus im artery. The patient required intubation. After balloon dilation with a sprinter balloon, a 3.0x30mm medtronic driver bare-metal stent was deployed in the lesion. No information was reported concerning post-intervention stenosis. No information was reported concerning patient complications or status.